Event description:
It was reported that the rigid video scope displayed a green image and has a broken cable. This was discovered during an unknown therapeutic procedure. There are no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The image was green due to the broken video cable. Additionally, it was found that the fibre bonding in the outer tube area (distal end) is damaged and the coverglass of the insertion section was scratched. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.